Event description:
A non-health care professional reported during the intraocular lens implantation the lens would not deploy. There was patient contact with the device. The surgery was completed on the same day.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).